Event description:
As reported by (B)(4) affiliates, in a tf case with novaflex+ delivery system, the valve embolized into the left ventricle during the deployment because the pusher was not pulled back. The wire was maintained in the embolized valve as a support. The patient went to or where a conventional avr was performed. The physician confirmed avr was performed successfully and 2 perforations were found on the left ventricle. The patient went to ICU in regular conditions. However, she passed away on pod1, the cause of death was right ventricle failure. The patient was stable during the event including when she was moved to the or. As per medical opinion, the two perforations occurred when the delivery system moved to the left ventricle during valve deployment.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-01065.

Manufacturer narrative:
Images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: observations: the temporary pacing wire is in the pulmonary artery. Wire position is not ideal; a straight wire was used versus a ¿j¿ wire. The wire is not deep enough to support the system. During deployment the pusher was not withdrawn which caused tension on the valve and delivery system. This caused the balloon to spring against the ventricular wall. This was the cause of the perforation. At least moderate annular calcification. Mild leaflet calcification. Coaxial alignment good. Image intensifier angle (iia) good. Impressions: the original cause provided is confirmed. The pusher produced tension on the valve and delivery system which caused the balloon to compress the wire into the ventricle wall. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization was attributed to the pusher not being pulled back during deployment. The case was converted to conventional avr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.